Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead exhibited no capture. The lead was programmed off. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).